Event description:
During a three hour transurethral resection of the prostate of (B)(6) pt with bipolar resection in saline equipment, the pt¿s bladder ruptured.

Manufacturer narrative:
Upon a visit of an olympus rep at the user facility can be admitted that the instruments are working well without any indication of a malfunction. Gas collection in the bladder and the hazard of rupture caused by spark ignition is a procedure-related problem being well-described in literature and thus, can be considered a known side-effect. It is recommended to flush the bladder regularly during the procedure, consequently, this hazard has been addressed in the risk management file. As a risk mitigation measure, the IFU contains appropriate warning messages and safety advises. It is under control of the user to follow these advises and recommendations. There are strong indications for inadvertence and lack of experience of the user as the flushing was reportedly done sporadically only and a procedure of 3 hours for a prostate resection can be considered extraordinarily long. Thus, the case is assessed to be the consequence of a user error. Appropriate risk mitigation measures are in place resulting in an over-all low occurrence rate, hence, no further actions are planned.